Manufacturer narrative:
Conclusion: the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The return sample confirmed the wrap has stray chemistry leaking from cell pack to outside of wrap. A full investigation was conducted on a similar complaint ((B)(4)). The cell pack is manufactured at the heat pack maker (hpm) on the thermacare b line. The non-aperture bottom film is the material where the cell pack is formed via vacuum force and loaded with the chemistry premix. After the chemistry addition, the cells are dosed with the brine solution. Then, the top film is added over the bottom film and they are heat sealed when the cell pack web is conveyed through the seal roll. Corrective action: during version 6.0 of sop-63921 ¿equipment cleaning, inspection and lubrication (cil) procedure¿ effective date 31jan2018 the seal roll routine cleaning was implemented as part of process improvement initiative. The seal roll cleaning procedure is classified under high priority category during the production shifts transitions. Version 11.0 effective date 27feb2019 included additional instructions for seal roll cleaning process after top and bottom films mistracking events per manufacturing investigation (B)(4). The effectiveness check (B)(4) close on 26jul2019 did not report additional incidents related to build up on the seal roll. This procedure updates were completed after the production of batch t48946. No additional actions are recommended. This corrective action was also implemented on b-line. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within ex

Event description:
Fevent verbatim [preferred term] some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out [device leakage] , used the wrap overnight while sleeping, trimmed the side of the heatwrap [intentional device misuse] , her skin looked okay may be brownish from the color further explained as brownish stain [skin discolouration] , it was cutting into her skin [skin irritation] , because it (wrap) was too big [product size issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 42-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) (device lot number: m54912, expiration date 09sep2021) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medication included ibuprofen (ibuprofen), 800 mg tablet once a day for menstrual cramps on an unspecified date. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient reported she used the wrap overnight while sleeping, on an unspecified date. The heatwrap was too big and it was cutting into her skin on (B)(6) 2016 so she trimmed the side of the heatwrap. After trimming the side, it was able to fall out. She stated some of the content of the heatwrap fell and had opened up and a little bit of that got on her skin on (B)(6) 2016. The patient reported it did not hurt and she did not feel anything, but read the box and rinsed it off. She mentioned her skin looked okay, no rash but maybe brownish from the color, further explained as brownish stain (onset (B)(6) 2016). The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not put the wrap in the microwave and did not apply any pressure over the wrap during use. The patient used the wrap over the correct part of the body and did not use more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. No therapeutic measures were taken as a result of the events "some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out, her skin looked okay may be brownish from the color further explained as brownish stain, it was cutting into her skin". Clinical outcome of the events was unknown. According to product quality complaint group: conclusion: the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The return sample confirmed the wrap has stray chemistry leaking from cell pack to outside of wrap. A full investigation was conducted on a similar complaint (3772617). The cell pack is manufactured at the heat pack maker (hpm) on the thermacare b line. The non-aperture bottom film is the material where the cell pack is formed via vacuum force and loaded with the chemistry premix. After the chemistry addition, the cells are dosed with the brine solution. Then, the top film is added over the bottom film and they are heat sealed when the cell pack web is conveyed through the seal roll. Corrective action: during version 6.0 of sop-63921 "equipment cleaning, inspection and lubrication (cil) procedure" effective date 31jan 2018 the seal roll routine cleaning was implemented as part of process improvement initiative. The seal roll cleaning procedure is classified under high priority category during the production shifts transitions. Version 11.0 effective date 27feb2019 included additional instructions for seal roll cleaning process after top and bottom films mistracking events per manufacturing investigation (B)(4). The effectiveness check (B)(4) close on 26jul2019 did not report additional incidents related to build up on the seal roll. This procedure updates were completed after the production of batch t48946. No additional actions are recommended. This corrective action was also implemented on b-line. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass. Based on this citi customizable search, there is not a trend identified for the subclass of heat cells damaged/leaking for lower back & hip product. Reasonably suggest device malfunction: yes. Severity of harm: s3. Follow-up (18jun2016): follow-up attempts are completed. No further information is expected. Follow-up (25apr2016): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (12nov2019): new information received from a product quality complaint group included: investigation results, severity ranking and malfunction assessment. Company clinical evaluation comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: batch m54912 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation; the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 6 was below the upper control limit (ucl) of 14 complaints per million produced per sop-105746, complaint trending guideline, effective 19-nov-2019. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Based on a citi search was conducted for the subclass heat cells damaged/leaking - cell damaged/leaking for lbh data did not show an increase over time (24 months), refer to attachment cells damaged leaking lbh 04-25-14 to 04-25-16. Pr state: closed.

Event description:
Event verbatim [preferred term] some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out [device leakage] , used the wrap overnight while sleeping, trimmed the side of the heatwrap [intentional device misuse] , her skin looked okay may be brownish from the color further explained as brownish stain [skin discolouration] , it was cutting into her skin [skin irritation] , because it (wrap) was too big [product size issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 42-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) (device lot number: m54912, expiration date 09sep2021) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medication included ibuprofen, 800 mg tablet once a day for menstrual cramps. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient reported she used the wrap overnight while sleeping, on an unspecified date. Consumer mentioned that it was her fault. She trimmed the side of the thermacare which she thought was a just cloth because it was too big and it was cutting into her skin on (B)(6) 2016, so she trimmed the side of the heatwrap. After trimming the side, it was able to fall out. She stated some of the content of the heatwrap fell and had opened up and a little bit of that got on her skin on (B)(6) 2016. The patient reported it did not hurt and she did not feel anything, but read the box and rinsed it off. She mentioned her skin looked okay, no rash but maybe brownish from the color, further explained as brownish stain (onset (B)(6) 2016). The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not put the wrap in the microwave and did not apply any pressure over the wrap during use. The patient used the wrap over the correct part of the body and did not use more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. No therapeutic measures were taken as a result of the events "her skin looked okay may be brownish from the color further explained as brownish stain, it was cutting into her skin". Clinical outcome of the events was unknown. According to product quality complaint group: summary of investigation: batch m54912 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots.the device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation; the complaint cannot be confirmed.our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 6 was below the upper control limit (ucl) of 14 complaints per million produced per sop-105746, complaint trending guideline,effective 19-nov-2019. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Based on a citi search was conducted for the subclass heat cells damaged/leaking - cell damaged/leaking for lbh data did not show an increase over time (24 months), refer to attachment cells damaged leaking lbh 04-25-14 to 04-25-16. Pr state: closed. Reasonably suggest device malfunction: yes. Severity of harm: s3. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (18jun2016): follow-up attempts are completed. No further information is expected. Follow-up (25apr2016): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (12nov2019): new information received from a product quality complaint group included: investigation results, severity ranking and malfunction assessment. Follow-up (12nov2019): new information received from the product quality complaint group includes impact analysis and malfunction assessment. Follow-up (22nov2019 and 03dec2019): this is a follow-up spontaneous report received from a product quality complaint group included: updated manufacturing site investigation report. New information received on 03dec2019 is to confirm that the correct investigation conclusion is received on 22nov2019. This case was upgraded to a serious and reportable MDR. Company clinical evaluation comment: based on the information provided, the events device leakage, intentional device misuse, skin discolouration, skin irritation and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events device leakage, intentional device misuse, skin discolouration, skin irritation and device issue as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out [device leakage] , used the wrap overnight while sleeping, trimmed the side of the heatwrap [intentional device misuse] , her skin looked okay may be brownish from the color further explained as brownish stain [skin discolouration] , it was cutting into her skin [skin irritation] , because it (wrap) was too big [product size issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 42-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap) (device lot number: m54912, expiration date 09sep2021) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medication included ibuprofen, 800 mg tablet once a day for menstrual cramps. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unknown indication with no adverse effect. The patient reported she used the wrap overnight while sleeping, on an unspecified date. The heatwrap was too big and it was cutting into her skin on 25apr2016 so she trimmed the side of the heatwrap. After trimming the side, it was able to fall out. She stated some of the content of the heatwrap fell and had opened up and a little bit of that got on her skin on (B)(6) 2016. The patient reported it did not hurt and she did not feel anything, but read the box and rinsed it off. She mentioned her skin looked okay, no rash but maybe brownish from the color, further explained as brownish stain (onset (B)(6) 2016). The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not put the wrap in the microwave and did not apply any pressure over the wrap during use. The patient used the wrap over the correct part of the body and did not use more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. No therapeutic measures were taken as a result of the events "some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out, her skin looked okay may be brownish from the color further explained as brownish stain, it was cutting into her skin". Clinical outcome of the events was unknown. According to product quality complaint group: conclusion: the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The return sample confirmed the wrap has stray chemistry leaking from cell pack to outside of wrap. A full investigation was conducted on a similar complaint ((B)(4)). The cell pack is manufactured at the heat pack maker (hpm) on the thermacare b line. The non-aperture bottom film is the material where the cell pack is formed via vacuum force and loaded with the chemistry premix. After the chemistry addition, the cells are dosed with the brine solution. Then, the top film is added over the bottom film and they are heat sealed when the cell pack web is conveyed through the seal roll. Corrective action: during version 6.0 of sop-63921 "equipment cleaning, inspection and lubrication (cil) procedure" effective date 31jan2018 the seal roll routine cleaning was implemented as part of process improvement initiative. The seal roll cleaning procedure is classified under high priority category during the production shifts transitions. Version 11.0 effective date 27feb2019 included additional instructions for seal roll cleaning process after top and bottom films mistracking events per manufacturing investigation (B)(4). The effectiveness check (B)(4) close on 26jul2019 did not report additional incidents related to build up on the seal roll. This procedure updates were completed after the production of batch t48946. No additional actions are recommended. This corrective action was also implemented on b-line. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass. Based on this citi customizable search, there is not a trend identified for the subclass of heat cells damaged/leaking for lower back & hip product. Reasonably suggest device malfunction: yes. Severity of harm: s3. According to the product quality complaint group: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour. Follow-up (18jun2016): follow-up attempts are completed. No further information is expected. Follow-up (25apr2016): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (12nov2019): new information received from a product quality complaint group included: investigation results, severity ranking and malfunction assessment. Follow-up (12nov2019): new information received from the product quality complaint group includes impact analysis and malfunction assessment. Company clinical evaluation comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative, there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Conclusion: the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The return sample confirmed the wrap has stray chemistry leaking from cell pack to outside of wrap. A full investigation was conducted on a similar complaint ((B)(4)). The cell pack is manufactured at the heat pack maker (hpm) on the thermacare b line. The non-aperture bottom film is the material where the cell pack is formed via vacuum force and loaded with the chemistry premix. After the chemistry addition, the cells are dosed with the brine solution. Then, the top film is added over the bottom film and they are heat sealed when the cell pack web is conveyed through the seal roll. Corrective action: during version 6.0 of sop-63921 ¿equipment cleaning, inspection and lubrication (cil) procedure¿ effective date 31jan2018 the seal roll routine cleaning was implemented as part of process improvement initiative. The seal roll cleaning procedure is classified under high priority category during the production shifts transitions. Version 11.0 effective date 27feb2019 included additional instructions for seal roll cleaning process after top and bottom films mistracking events per manufacturing investigation (B)(4) . The effectiveness check (B)(4) close on 26jul2019 did not report additional incidents related to build up on the seal roll. This procedure updates were completed after the production of batch t48946. No additional actions are recommended. This corrective action was also implemented on b-line. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within ex,

Event description:
Event verbatim [preferred term] some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out [device leakage] , used the wrap overnight while sleeping, trimmed the side of the heatwrap [intentional device misuse] , her skin looked okay may be brownish from the color further explained as brownish stain [skin discolouration] , because it (wrap) was too big and it was cutting into her skin [skin irritation] , because it (wrap) was too big and it was cutting into her skin [product size issue] , . Case narrative:this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to receive thermacare heatwrap (thermacare heatwrap) (device lot number: m54912, expiration date 09sep2021) from an unspecified date for menstrual cramps. The patient's medical history was not reported. Concomitant medication included ibuprofen (ibuprofen), 800 mg tablet once a day for menstrual cramps on an unspecified date. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient reported she used the wrap overnight while sleeping, on an unspecified date. On an unspecified date, the heatwrap was too big and it was cutting into her skin so she trimmed the side of the heatwrap. After trimming the side, it was able to fall out. She stated some of the content of the heatwrap fell and had opened up and a little bit of that got on her skin on 25apr2016. The patient reported it did not hurt and she did not feel anything, but read the box and rinsed it off. She mentioned her skin looked okay, no rash but maybe brownish from the color, further explained as brownish stain (onset (B)(6) 2016). The patient reported there were no defects in the wrap like cuts, tears, leaks or holes. She did not put the wrap in the microwave and did not apply any pressure over the wrap during use. The patient used the wrap over the correct part of the body and did not use more than 2 layers of clothing over the wrap. Action taken with the suspect product was unknown. No therapeutic measures were taken as a result of the events. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (18jun2016): follow-up attempts are completed. No further information is expected. Follow-up (25apr2016): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Company clinical evaluation comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported that some of the content of the heat fell and had opened up and a little bit of that got on her skin/ it was able to fall out. This is a potential device malfunction. This malfunction has a theoretical risk to cause skin burn. There was "no adverse reaction" such as burn associated with the use of the device. The events are medically assessed as associated with the use of the device. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.